Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. (B)(4)

Event description:
It wait was reported that during the procedure after the right ventricular (rv) lead was implanted, the lead's sensing and thresholds were "not good" and had reduced impedance values. Additionally, the lead had insulation damage possibly from the scissors when the physician cut the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.